Event description:
The infusion pump IV, right hand, had been in use with this pt for approx 36 hrs. All prior checks by the nurses on the pt and machine were not abnormal. The pt's grandmother was in the room at the time of the incident and pushed the nurse call button when the machine's alarm sounded. The nurses discovered the pt in distress and unsuccessfully attempted resuscitation. The pump was found to be running in a purge mode, no IV solution with the tubing, and air was through the tubing to the pt. In-house bio-engineering contacted co and together attempted initial tests on the pump. The pump, though unplugged and turned off, continued to sound the malfunction alarm and go through the purge cycle. The pump was inspected while being videotaped. Initial tests were inconclusive until the pump was opened. Preliminary hardware and software tests are being conducted. Electrical and mechanical test were performed and the results are pending.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: component failure, computer software problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.